Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received motor error alarms. Customer¿s blood glucose was unknown. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that they performed displacement test and the test results passed. Customer stated that the drive support cap was normal. Customer also reported that the motor error alarm was reoccurred. Troubleshooting was performed. Customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and recommended customer refer to backup plan. The insulin pump will not be returned for analysis.